Event description:
Resistance was encountered during the guidewire insertion into the microcatheter and the distal tip of the guidewire detached/separated inside the microcatheter. The procedure was completed with another of the same device. There was no clinical consequence to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device appeared normal. Special attention was focused on the distal nitinol section along and distal tip. The guidewire was conforming to all visual specifications. In addition, there was no friction noted during functional test with a demonstration microcatheter and the guidewire torque was smooth. The distal tip was found was not detached but was intact. The reported issue was not confirmed. The device met specifications when received. Therefore this complaint was not confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
Resistance was encountered during the guidewire insertion into the microcatheter and the distal tip of the guidewire detached/separated inside the microcatheter. The procedure was completed with another of the same device. There was no clinical consequence to the patient due to the reported event.